Manufacturer narrative:
Investigation: samples: were received for the customer 5 closed samples of the batch: 6335839 and 4 closed samples of the batch: 6362735, both of angiocath 22g. After visual analysis of the products, it was possible to confirm the presence of silicone droplets on the catheter. DHR review: the batches of the packaged product 6335839, 6362735 and the assembled set batch 6334551 referring to them were analyzed, but were no evidenced records of foreign/ no foreign matter in the product. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed lots. Confirmed: bd was able to confirm the incident in question. Investigation comments: after analysis of the returned samples from the customer, it was possible to confirm the presence of silicone on the catheter, therefore it is possible to confirm the customer's complaint. Even though the clogged has not been claimed, it is able to determine that the root cause as clogged needle as silicone excessive on the catheter is caused by the excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. For more details of the root cause to check CAPA # (B)(4). The CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6362735, medical device expiration date: 12/31/2021, device manufacture date: 01/12/2017. Medical device lot #: 6335839, medical device expiration date: 11/30/2021, device manufacture date: 12/29/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 22g x 1 in. Bd¿ angiocath IV catheter, before use. No reported medical intervention or serious injury.